Event description:
An iabp started alarming "catheter restriction." After troubleshooting from the book the nurse just switched the iabp from 1:2 to 1:3 for a short time and then switched it back and it stopped alarming. It worked fine with no alarms all of my shift until my 1200 turn it started alarming again... My co-worker had never seen the particular alarm either so we tried to fix it. The only way we could fix it was to remove the pillow and have her lay the pt flat or to the left. I called the perfusionist on call and he stated the only thing he could think of was to turn the patient as well but he would call the sales rep and see what he had to say. The sales rep stated that it sounds like it is a problem with the actual balloon inside the patient. He said turning the patient was the best and easiest fix, but then he wanted to make sure that whenever the balloon was removed that we sent it to the company to see if it was a malfunction in the balloon or on insertion. Risk mgt has the product now.